Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently passed away in hospice. Prior to the patient's death, multiple appropriate shocks were delivered. The patient advocate requested that device therapy be turned off for patient comfort. Upon review, the physician was concerned about potential premature battery depletion, as the battery was diminishing faster than normal. At this time, the device remains implanted.